Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic low anterior resection procedure, after the device was being fired, a leak was detected during the leak test, both donuts were checked and appeared to be complete. They then oversaw the staple line to resolve the issue.